Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 164 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The device was received with cracked reservoir tube, reservoir tube lip, and minor scratched display window.